Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing a high blood glucose (bg) level of 251 mg/dl and a swollen leg that was warm to the touch. The suspected cause of the high bg was not provided; however, the customer¿s continuous glucose monitor value was inaccurately displaying a value 30% lower than the meter bg reading during the event. Details regarding the customer's treatment at the emergency room was not provided. Reportedly, the customer was released from the emergency room later the same day; however, the customer's bg level increased to 343 mg/dl the following day. The customer's parents changed the pump supplies to address bg.